Manufacturer narrative:
Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. Trend analysis is not required at this time - no strip lot info. This issue will be subject to future tracking.

Event description:
Patient self tester reporting lot to lot variability with inratio testing. On (B)(6) 2013 inratio 1.4, repeat inratio 2.2. Time between testing unknown. Patient's therapeutic range unknown. Customer did not provide lot numbers.